Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lead was fractured/damaged/broken. Pt could not adjust intensity on controller due to the amount of high impedances on the lead. - 1 lead in only. Pt was not able to adjust intensity on his programs all of a sudden. A return of pain was noted. Then reached out to meet to adjust it. Upon interrogation found that majority of contacts were high impedances. Spoke with dr and he is planning a lead revision that is not scheduled yet at this time. The rep tried to program around the high impedances without success. The cause was due to a fall over a year ago. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that when asked about the lead fracture, the rep clarified that there were high impedances and 1 do not use electrode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported about 2 weeks ago they started to get settings not available message. Patient said they were getting the message on all 3 groups and they could decrease stim, but not increase. Patient mentioned this happened a year and a half ago and they had to meet with someone and said they eventually were given a new controller. Patient said they had an appointment set up for may 7th, but wanted to call about seeing if they needed a replacement controller before then. Agent reviewed screen meaning and the patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that they saw do not use. Pt was unable to increase intensity on scs controller - they met and found that contacts on lead were high impedance and do not use. Programmed around them and gave new options. Asked pt if he had any falls and he said he fell about a yr ago at work. A return of pain was noted. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.